Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient developed an infection at the lead site. In turn, the lead was explanted and the patient was administered antibiotics. The infection has since resolved.